Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle meter. The customer obtained readings of 338 mg/dl, 212 mg/dl, and 107 mg/dl within 10 minutes. The results when plotted on a parkes error grid fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.